Event description:
Information was received indicating that this extension set exhibited leakage at the filter. The patient had a staph infection and was not feeling well when they noticed wet spots on their shirt from the tubing leaking. The patient changed out the tubing and this resolved their symptoms. No adverse patient effects were reported.